Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 18th september 2017. It was reported by the customer ((B)(6)) that the device issued a ¿warning, device service required¿ prompt during stk testing. During investigation the device delivered zero shock energy, powering off with a ¿warning, device service required¿ prompt as per the reported fault. The fault was attributed to a high voltage breakdown of the output circuitry, resulting in the failure of igbts q11 and q14 (switch 4 of the output stage). This could have been due to a component failure on the pcba, potentially resulting from the impact sustained by the device. Alternatively, the failure may have been due to an issue with the test fixture setup at (B)(6). However, due to the damage caused by the high voltage breakdown, the investigation was unable to accurately determine the source of the issue. Due to the nature of the failure and the resulting permanent damage to multiple components, no further investigation will be carried out. The sam 350p successfully performed three test shocks within specification during out qat at heartsine on the 18th september 2017. This would indicate the failure had occurred after this date. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.

Event description:
Device service required prompt. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device service required prompt. There was no patient involved in this event.